Event description:
It was reported that when using the bd pyxis¿ es server had patient brought back loa and medication were resumed but still showing hold in pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patient was brought back, and medications were resumed, but are still showing as on hold in pyxis server and at station. The technical support specialist (tss) spoke with customer regarding the case and informed that the carefusion coordination engine (cce) server time was previously set to cst and has now been changed to est. The customer was unable to verify on his end but agreed the fix should resolve the issue and will open a new case if any problems arise. Case was kept open until end of shift and then closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had patient brought back loa and medication were resumed but still showing hold in pyxis server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.